Event description:
Caller reported damage to the pump housing and usb port, but it did not impact the ability to charge the pump. The damaged pump could no longer be guaranteed watertight, and the exact cause was uncertain, attributed to normal wear and tear. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using the current pump until a replacement was received. Technical support confirmed warranty coverage, provided instructions for putting the pump into storage mode, and arranged for the delivery of a refurbished replacement pump. Customer understood the process for returning the damaged pump and the need for a signature upon delivery of the replacement.